Event description:
A review of device history records showed that the generator passed quality control inspection prior to distribution. The generator was confirmed to have been manufactured with the new gc5 firmware.

Event description:
Additional information received noting that error code 6 message seen again despite re-enabling therapy after the first error code 6 occurrence. The patient was noted to have had an increased in numbers and severity of their seizures. At times of magnet swipes seizures usually cease and he will jump but from december this was not observed. Additionally, it was reported that the patient observed increase in seizures after the first occurrence of error code 6 as well.

Event description:
It was further reported that error code 6 was activated and the device noted was noted as disabled. The device was reprogrammed to previous settings and tolerated by patient. The patient was brought back to clinic (B)(6) 2025 and interrogated with no concerns and no further error notifications. Internal generator data was received and reviewed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that an error code was seen where the device was reset and therapy was disabled. Therapy was able to be successfully re-enabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.